Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, h3. Analysis of the recharger adapter, part of the recharger kit (s/n: (B)(6) ) found broken/bent recharger adapter port pins, broken power supply connector on the recharger to adapter cable, and exposed/cut/broken/fraying recharger adapter cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for at least the last month, the recharger kept saying reposition antenna. No matter where the patient moved (r epositioned several times and different ways), it would not connect. Normal wear and tear may have contributed to the issue. The patient has had the equipment since 2015 and never replaced, so the recharger was replaced with a new wireless recharger (wr). It was u nknown if the issue resolved.